Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported there was heat sensation during an MRI. The symptoms reported was warmth during an MRI. It was reported to have occurred suddenly on (B)(6) 2015. The reason for the MRI was spine pain that the patient had for some time. The patient went to get their pump checked post-MRI but the hcp who called was unsure who checked it. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).